Event description:
Stent with delivery system was successfully advanced to the target lesion site in the pt's iliac artery. Upon the inflation attempt, the delivery balloon ruptured leaving the stent fully deployed at the target lesion site. The delivery balloon was withdrawn and a fragmented piece of the delivery balloon was noted on the distal end of the stent using angiography. No further actions were performed. The following day, the pt developed stent thrombosis which required femoral-femoral bypass surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.